Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient had entire system replaced due to shocks that the patient would receive within five minutes when the patient would put the left arm over the head. Thus, this implantable cardioverter defibrillator (ICD) was explanted. An attempt to obtain additional pertinent information was unsuccessful. No additional adverse patient effects were reported.